Event description:
The pt underwent a procedure for a trial scs system and received 2 leads (from the same lot) on (B)(6) /2014. It was reported, during the procedure a cerebrospinal fluid (csf) leak occurred. The pt indicated she may have experienced a headache postoperative, however she later confirmed that she did not experience a headache.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.